Event description:
It was reported that during a coronary artery stenting procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified mid left anterior descending (lad). As the physician advanced the apex balloon for predilation, he felt strong resistance while the balloon crossed the lesion. During the 1st inflation, the balloon ruptured at 6 atms. Then the lesion was dilated with non-bsc balloon catheters. The taxus liberte was advanced to the lesion and was unable to cross. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operation context as device performance was limited due to anatomical and or procedural factors. (B)(4).